Manufacturer narrative:
Notes: this complaint is associated to (B)(4) (MFR. Report #:2031642-2016-03489). Date of event: (B)(6) 2016.

Event description:
Customer reported that the power cord had overheated during earlier troubleshooting. Unit does not operate on battery. Customer reported there was no patient involvement.